Manufacturer narrative:
Continuation of d10: patient product ID 97755 serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3:analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed controller wont power on when rtm is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were having issues with the controller. Patient said they were trying to charge the implanted neurostimulator yesterday, but the controller went white when they plugged in the recharger. Patient unplugged recharger then plugged back in but then controller wouldn't recognize the recharger. Patient then said they tried resetting controller, but the same thing happened again. Patient inspected controller port and recharger, but did not see any damage. Patient cleaned connections and reset controller, then plugged in recharger but got a white screen. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient called in stating that they received a replacement controller, and it worked for 1 day, then it started to not recognize recharger paddle when plugged in, and would show alert replace the controller batteries while trying to charge ins. Patient confirmed they tried resetting the controller a few times and there was no visible damage to controller or recharger. Agent sent email to repair to replace the recharger.